Manufacturer narrative:
.

Event description:
Allegedly the patient is experiencing mom complications and infection (left).

Manufacturer narrative:
This is the same event as 3010536692-2014-01601, -01603, -01604, -01605, -01606, -01607. This is report will be updated when investigation is complete.